Event description:
It was reported that the patient was revised due to dislocation total hip arthroplasty. Changed depuy head and competitor liner. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).